Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient was advised to forget all other bluetooth devices, disable then re-enable the bluetooth and close all background applications. Patient was advised that if the troubleshooting steps was not successful within 5 mines, reboot the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/01/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.